Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was capable of discharging at all energy setting as well as passing a full defib cycle. The device was recertified and returned to the customer. Review of the device activity logs showed that the pads were recognized, but were intermittently coming in and out of lead fault conditions. This indicates poor coupling of the electrode pads to the patient's skin. The impedance being measured through the pads when they were attached to the patient showed a lot of variation. This claim has been attributed to patient contact poor. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) old male patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.